Event description:
It was reported that during a rectosigmoidectomy and partial total mesorectal excision (tme) with rectocolon side-to-end anastomosis and cholecystectomy for treatment of a colon cancer tumor, the powered stapler with reload experienced multiple issues. The device could not be straightened from a 45-degree angle, preventing removal of the reload from the 12-millimeter (mm) port. The surgeon was unable to squeeze the handle, though the green safety button could be pressed. As a result, the surgeon converted from laparoscopic to open surgery, extending the surgical time. The powered stapler with the attached reload and port was removed collectively from the patient. The anastomosis was successfully completed using a competitor's stapler during open surgery. Post-procedure, device troubleshooting and fault finding were performed, including reassembly and testing with the same and a prior reload. The reload remained open and did not respond to open/close instructions, and the green safety indicator did not activate. When a previously fired rel oad was tested, the stapler indicated the reload had already been fired.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: n5e1798y) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.